Event description:
A broviac catheter successfully inserted. While the catheter was being flushed prior to use and before the incision was closed, the catheter tubing split apart. Another catheter was inserted.